Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a partial lead (only connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Event description:
New information received noted that the patient was stable.

Event description:
Related manufacturer reference number:: 2017865-2023-13692. New information received noted that the pacemaker and right ventricular (rv) lead exhibited premature ventricular contraction that correlated with loss of capture. The pacemaker and the rv lead was explanted and replaced.

Event description:
Patient status was not reported.